Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform any testing due to missing spring. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the spring in the battery compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.